Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test and weak battery on the insulin pump. Troubleshooting for failed battery test was performed. Troubleshooting for failed battery test was performed. Customer advised each time they replace the battery on the device they receive a failed battery test. Troubleshooting for weak battery alarm was performed. Customer advised they replaced the battery 6 times. Customer was advised that weak battery would occur prior to a failed battery test. Customer was advised a replacement battery cap will be sent out and to monitor the insulin pump.